Event description:
The hospital reported the unit shut down without an alarm. There was no reported pt injury.

Manufacturer narrative:
Unit was manufactured in 2003; month could not be determined. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.